Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system experienced episodes of ventricular tachycardia (vt). Technical services (ts) was consulted and upon review identified that this ICD exhibited undersensing of atrial activity that resulted in the delivery of shocks for a supraventricular tachycardia (svt). Ts recommended programming enhancements. This device remains in service. No additional adverse patient effects were reported.